Event description:
Dealer called stating that the seat on her leo-4b scooter allegedly snapped backwards causing the consumer to fall off the device. Injury and medical intervention alleged.

Manufacturer narrative:
(B)(4) - consumer stated that she was crossing the street in her leo-4b scooter when the seat allegedly snapped backwards causing her to fall off the scooter. The consumer sustained bruising and bumps to the left side. The scooter is still in the possession of the consumer.